Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Customer stated that the blood glucose was 287 mg/dl and other was 300 mg/dl and 400 mg/dl. Customer stated that the high blood glucose was treated with the manual injection. Customer did not experienced any symptoms related to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Customer was auto mode smart guard feature was not active at the time of incident. Customer stated that trouble shooting was done for high blood glucose. Customer reported that the insulin pump will not be returned for analysis.